Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon side console set up, that the system was faulting with error 607. Each time the surgeon recovered the error, it immediately returned. The caller was advised to disconnect surgeon side console (ssc) 2, as this error was likely to return. Prior to disconnecting the console, the operating room staff initiated a system reboot in a dual console configuration. The system logs showed multiple 607 errors and bad fiber cable connections. Full troubleshooting was not performed. Ssc 2 was not disconnected. The procedure was being completed as planned under current conditions with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generic cart console (gcc) and the personality module surgeon console (pmsc) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The gcc was analyzed and found in system logs, the error 23 was found indicate that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The gcc was installed onto a golden system where the component functioned as expected. Then the golden system was set ergo calibration and 10 minutes sine cycle, 10 power cycles and sitting idle for 15 hours once the testing was completed, the system error logs were inspected, but no error could be identified. The pmsc was analyzed the error 607 was found indicating the fault, confirming the fault occurred in the field. Error 607 means audio manager (mgr) received and invalid audio cofig param. Inspection found digital video interface (dvi) connectors on two surgeon console leaf (scl)s damaged. The pmsc was installed onto a golden system where the component functioned as expected. Then the golden system was run 10 minutes sine cycle, 10 power cycles and sitting idle for 2 hours. Once the testing was completed the system error logs were inspected but no error could be identified. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Annex codes updated annex c - inv findings desc 1 c0201 - electrical/electronic component problem identified to c24 - malfunction observed without conclusive finding. Annex d - conclusion desc 1 d15 - cause not established to d1501 - cause linked to device but unable to trace more specifically.

Event description:
Refer to h11 for follow-up information.